Event description:
It has been reported to co that during the procedure the coil of this device separated. Reportedly, while attempting to straighten the j, the core snapped and the wire became unraveled. The device was removed and replaced. The pt is reported as fine and the device is being returned for co analysis.